Event description:
The report received indicated that during a cardiovascular procedure, the firestar balloon catheter was used for predilatation. The balloon was inflated to 11atms; when the physician pulled negative, it was noted that the balloon was very slow to deflate. It took approx 30 seconds to deflate the balloon; however, the balloon deflated completely. The contrast to saline ratio used was 50/50 and the maximum pressure applied was 11atms. The physician inflated the balloon a second time and noted that the balloon was still deflating slowly. The balloon was removed normally through the guide and over the wire; the wire remained in place. There were no problems encountered while removing the balloon catheter from the pt and there were no anomalies identified in the device after pt withdrawal. The intended procedure was angioplasty and stenting in the left anterior descending. The lesion was described as a "fairly simple" lesion presenting 85% blockage. There was no injury to the pt, and the procedure was completed successfully. Further info indicated that there was little resistance encountered when removing the balloon's protective tubing; there were no other anomalies or difficulties encountered.

Manufacturer narrative:
The prod is available for eval; however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt.